Event description:
Rptr had procedure with bilateral foraminotomies at l5-s1, posterior lumbar interbody fusion at l4-5 and l5-s1, complete diskectomy at l4-5 and l5-s1, bilateral/posterolateral fusion from p3 to s1 on the left and l4 to s1 on the right, internal fixation from l3 pedicle to s1 pedicle on the left and l4 pedicle to s1 pedicle on the right, and posterolateral fusion from l3 to sacrum on left and from l4 to sacrum on right. Add'l info per call to rptr 3/24/95. The rptr stated that the rods that were implanted "lock her hips." Three months after the operation the rptr developed thrombosis. She continues to experience much pain. (*)